Event description:
Meter name: one touch basic original. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired. A patient reported. The meter allegedly was out of calibration on the low side, and would only prompt not ok and redo check. The result on the meter was 299 mg/dl. No other blood glucose tests reported. No comparisons reported. Treatment was: none reported. No further information has been reported.